Event description:
The st. Jude medical representative phoned to report that the pt received inappropriate therapies due to noise on the v-channel. It was suspected that the lead was damaged. The ICD and lead was scheduled for change-out.